Manufacturer narrative:
System analysis/ service repair in the field was performed on april 26, 2016. The replaced top cover s/n (B)(4) was received at the manufacturer on may 18, 2016. The returned top cover was sent to the supplier.

Manufacturer narrative:
System analysis/ service repair was performed on april 26, 2016: the reported issue of "ams logo during warm up" was confirmed while switching on the laser console. The top cover, di water and desiccant were replaced was noted. Rf check to 65w, water flow was set to 2.1psi, detector was set up, fiber port was cleaned to prevent contact corrosion was noted. The system was tested and verified to meet manufacturer's specifications. The replaced top cover s/n (B)(4) was received at the manufacturer on may 18, 2016.

Event description:
It was reported that during a prostate procedure "laser would not go past count down and kept going to ams logo, after attempts at reset laser worked." Surgeon decided to complete the surgery with "turp." There was no injury to patient reported.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2016. The replaced top cover was received at the manufacturer on may 18, 2016. Product evaluation: the top cover s/n (B)(4) was evaluated by the supplier and received back at the manufacturer on september 13, 2017. The analysis noted that the ¿boot up image look normal. After reprogramming, standard production test failed at step 61 touch screen has no response. Replaced defective u600 and standard product test still fails.¿ it was noted that this unit could not be repaired. The top cover was discarded was noted. Probable root cause: based on the analysis, the probable root cause of the failure is undetermined.